Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex was received coiled inside of a plastic bag. The hub was inspected and no damages were noted on it. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "dcs' cracked prior to use" was not confirmed during the microscopic analysis. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Prior to inserting the orbit coil into the patient, it was noted that there was a chip on the strain relief area of the orbit coil. The physician replaced it with a new one and the procedure was completed without difficulty. The product was stored per labeling instructions, and the chipped area was noticed prior to use in the patient. Analysis of the returned device did not confirm the reported event. A non-sterile orbit galaxy tight distal loop complex was received coiled inside of a plastic bag. The hub was inspected and no damages were noted on it. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "dcs - cracked prior to use" was not confirmed during the microscopic analysis. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective action will be taken at this time. Analysis of the returned device did not confirm the reported event.

Manufacturer narrative:
The product is expected to be returned evaluation and analysis: however, has not been received. Additional information will be submitted within 30 days of receipt

Event description:
During the procedure, and prior to inserting in the patient, it was visible that there was a chipped on the strain relief of the orbit galaxy tight distal loop complex xtrasoft coil 4 x 6 (640cx0406/13500352). The physician decided to replace it with a new one (same size, lot# unknown) and the procedure was completed without any difficulties. The product was not clinically used in the patient. The product was stored per labeling instructions, and the chipped area was noticed prior to use in the patient. The product was new. Besides the reported chipped area, no other damages were noticed on the coil -delivery systems- fractures, separated, kinks, bends, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc, and the coil remained attached to the delivery system. Procedure was coil embolization for anterior communicating artery. The vessel was not calcified and not tortuous. No additional information is available.